Manufacturer narrative:
The technician found the head down function was not working from the hand control. He replaced the hand control to repair the bed.

Event description:
Information received indicates the head of the bed will not lower.